Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that moisture was visible under the display and customer also noticed a blue tint. Customer stated that she is only able to see a part of the display the type of moisture exposure to the insulin pump is sweat. Customer also mentioned that she was in the hospital for a spinal surgery. No further information reported.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage found on keypad traces, under lcd screen, electronic assembly or motor. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.